Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set did not allow for flow when attached to non-baxter primary set. The non-baxter primary set was used with a non-baxter pump and was attached to a one-link extention set. The one-link extension set was attached to the patient's catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.